Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufactured between march 20, 2020 to march 21, 2020. H10: two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. The other four (4) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) 500ml eva tpn bags leaked from the middle orange port. The reporter stated that the ¿leak is coming from the centre of the port where the tubing meets the attachment¿. This issue was identified during filling. There was no patient involvement. No additional information is available.